Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized on (B)(6) 2018 due to high blood glucose level and was also diagnosed with diabetic ketoacidosis and was pregnant. The customer¿s blood glucose level was 346mg/dl ad went high to 394mg/dl after infusion set change, during hospitalization the blood glucose level was 423 mg/dl and the current blood glucose level reported was 261 mg/dl. The customer was treated with insulin drip and bolus for high blood glucose for high blood sugar at the hospital. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.